Event description:
A pt reported blood glucose results of "228 mg/dl, 2093 mg/ld, 46 mg/dl, 236 mg/dl, 86 mg/dl, 120 mg/dl, 126 mg/dl, and 218 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.